Event description:
It was reported that the foley catheter was placed at noon on (B)(6) and fell out of the patient the next morning, (B)(6). About 1 ml of water remained in the balloon. When the water was injected again to the balloon, it inflated. There was possibility of lumen to lumen water leak.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, the water filter had not been replaced since (B)(6) 2021 and it¿s likely this occurred due to the user¿s mishandling of replacing the water filer in accordance with the instructions for use. A final root cause was unable to be identified. The event can be detected and prevented by following section 7.3 ¿replacing the water filter (maj-2317)¿ in the instructions for use (IFU). Olympus will continue to monitor field performance for this device. Correction: e1: the information included in e1 was inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed at noon on (B)(6) 2023 and fell out of the patient the next morning, on (B)(6) 2023. About 1 ml of water remained in the balloon. When the water was injected, again to the balloon, it inflated. There was possibility of lumen to lumen water leak.